Manufacturer narrative:
As reported by the (B)(4) study, a patient experienced a peri-procedure mi at the time of the index procedure and stable angina at the time of the 12 and 15 month follow-up visits. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, angina, family history of coronary artery disease, peripheral artery disease, tia (2006), pvd/claudication, copd and smoking. At the time of the index procedure, angiography revealed 85% stenosis of the mid right coronary artery (rca). The indication for the procedure was stable angina. The lesion was 12mm in length, severely calcified, class b1, and de novo with timi 2 flow. The reference vessel was 3.0mm in diameter. A 3.0 x 23mm cypher was implanted at 17atm by direct stenting and was post-dilated per standard procedure with a 3.0 x 23mm balloon at 20atm. Post procedure troponin I peaked at 0.66 (uln 0.04). According to the cec adjudication committee, this met the arc definition of peri-procedure mi. The site reported that the post-procedure course was uncomplicated and no post-procedure adverse events were reported. The patient was discharged the day after the index procedure on dual anti-platelet therapy. At the time of the 12 and 15 month follow-up visits, the patient experienced unstable angina, but to testing or treatment was reported. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported by the (B)(4) study, a patient experienced a peri-procedure mi at the time of the index procedure and stable angina at the time of the 12 and 15 month follow-up visits. At the time of the index procedure, angiography revealed 85% stenosis of the mid right coronary artery (rca). The indication was stale angina. The lesion was 12mm in length, severely calcified, class b1, and de novo with timi 2 flow. The reference vessel was 3.0mm in diameter. A 3.0 x 23mm cypher was implanted at 17atm by direct stenting and was post-dilated per standard procedure with a 3.0 x 23mm balloon at 20atm. Post procedure troponin I peaked at 0.66 (uln 0.04). According to the cec adjudication committee, this met the arc definition of peri-procedure mi. The site reported that the post-procedure course was uncomplicated and no post-procedure adverse events were reported. The patient was discharged the day after the index procedure. At the time of the 12 and 15 month follow-up visits, the patient experienced unstable angina, but no testing or treatment was reported.

Manufacturer narrative:
Concomitant medications included: aspirin 162mg (since (B)(6) 2006), diovan 80mg daily (since (B)(6) 2010), metoprolol 50mg daily (since (B)(6) 2006), hctz 25mg daily (since (B)(6) 2000), pravachol 20mg daily (since (B)(6) 2009), protonix 40mg daily (since (B)(6) 2010), alprazolam 3mg daily (since (B)(6) 1980), carafate 4gm daily (since (B)(6) 2010), combivent 2 puffs as needed (since 2007), ipratropinum 2 puffs three times daily (since 2007), multi vitamins 1mg daily (since (B)(6) 2010), potassium chloride 10meq daily (since (B)(6) 2010), clopidogrel 600mg intra procedure, bivalirudin intra procedure. Additional information will be submitted within 30 days of receipt.